Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. When the ac adaptor is disconnected the scanner shuts down. The root cause of the failure was an internal failure in the lithium ion-battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The battery will not hold a charge. Red flashing battery icon. Will not power on unless plugged into power supply. When power supply is removed, the device immediately turns off. Battery indicator is at 100%.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The battery will not hold a charge. Red flashing battery icon. Will not power on unless plugged into power supply. When power supply is removed, the device immediately turns off. Battery indicator is at 100%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. When the ac adaptor is disconnected the scanner shuts down. The root cause of the failure was an internal failure in the lithium ion-battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Event description:
The battery will not hold a charge. Red flashing battery icon. Will not power on unless plugged into power supply. When power supply is removed, the device immediately turns off. Battery indicator is at 100%.